Event description:
It was reported that on (B)(6) 2014, the catheter was placed in the pt. On (B)(6) 2015, when replacement, the alleged prolapse of the internal dome had been noted. The x-ray examination did not show the presence of the internal dome in the x-ray allowable region. The dome could not be found in the pt's excrement as well. Therefore the doctor suspected that the dome remained in or around the rectum from which the x-ray exam was excluded.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a break in the retention dome is inconclusive due to the complete sample was not returned for evaluation. The product implicated and returned for evaluation is a ponsky non-balloon replacement gastrostomy feeding tube 20fr. The distal end of the feeding tube exhibits a smooth striated reflective veneer. No damage is noted on the outer surface of the feeding tube. The distal onfice is round. These traits suggest the tubing had been severed using a sharp instrument such as a surgical scissors. A short segment of the feeding tube and the prolapsed retention dome is absent from the device that was returned and was not included with the complaint sample that was returned to bas. This prevents reaching a definitive conclusion for the cause of the complaint incident.

Event description:
It was reported that on (B)(6) 2014, the catheter was placed in the patient. On (B)(6) 2015, when replacement, the alleged prolapse of the internal dome had been noted. The x-ray examination did not show the presence of the internal dome in the x-ray allowable region. The dome could not be found in the patient's excrement as well. Therefore the doctor suspected that the dome remained in or around the rectum from which the x-ray exam was excluded.

Manufacturer narrative:
A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant. The MFR has received the sample and will be evaluated. Results are expected soon.